Manufacturer narrative:
Media analysis: the complaint device was not received for analysis. Media was provided in the form of four photos. The first photo was the shelf box label. The second photo showed what appeared to be four implanted stents. There was one stent with visible radiopaque markers, and it was measured to be approximately 61.69 mm in length. The third photo showed the four stents again without the measurements. The fourth photo appeared to show the blood flow through the stented portions of the patient anatomy.

Event description:
It was reported that the deployed stent measurements did not match the device labeling, and an additional device had to be deployed to adequately treat the patient. An eluvia drug-eluting vascular stent system, 7x120, 130 cm was selected for use in the arterial stenting procedure. The patient had previous stents placed, but there were gaps in their coverage of the vessel and new stenosis had developed in those gaps. The eluvia 7x120 was selected to use the entire stent length to cover the previously implanted stents and to cover the gaps in coverage. When loading the eluvia on the wire, the physician assessed the markers were exactly the length appropriate for the procedure. Deployment began, and the physician noted that the markers on the delivery system appeared to be moving and not matching up with the correct length of the stent. Once the stent was fully deployed, the stent only measured approximately 60 mm in length on fluoroscopy. The customer hypothesized that either the box was mislabeled, or the incorrect stent length was loaded onto the incorrect stent delivery system. An additional non-bsc stent was needed to finish covering the target location. The procedure was completed and there were no reported adverse consequences to the patient. It was further reported that the target lesion was located in the right leg.

Event description:
It was reported that the deployed stent measurements did not match the device labeling, and an additional device had to be deployed to adequately treat the patient. An eluvia drug-eluting vascular stent system, 7x120, 130 cm was selected for use in the arterial stenting procedure. The patient had previous stents placed, but there were gaps in their coverage of the vessel and new stenosis had developed in those gaps. The eluvia 7x120 was selected to use the entire stent length to cover the previously implanted stents and to cover the gaps in coverage. When loading the eluvia on the wire, the physician assessed the markers were exactly the length appropriate for the procedure. Deployment began, and the physician noted that the markers on the delivery system appeared to be moving and not matching up with the correct length of the stent. Once the stent was fully deployed, the stent only measured approximately 60 mm in length on fluoroscopy. An additional non-boston scientific stent was needed to finish covering the target location. The procedure was completed and there were no reported adverse consequences to the patient.